Event description:
Customer reported a motor error alarm while trying to deliver a bolus. The issue was not resolved by removing the battery and replacing it. The blood glucose reading was 299 mg/dl. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads and a missing end cap sticker.